Event description:
Moog curlin medical pain smart iod pumps have faulty power cords. The electrical prongs separate from the power box and can be retained in the wall. The power box also separates easily, exposing the electronic components. The pump converts to battery power so the pt is not compromised but the cord failure presents a safety concern for staff. Dates of use: since (B)(6) 2010.